Event description:
Info received indicates the head section is not lowering completely down. It is 10 inches from being level.

Manufacturer narrative:
The technician adjusted the gas cylinder to its proper position to repair the stretcher.